Manufacturer narrative:
This report is submitted on march 01, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to improper placement of the electrode array in the cochlea and dizziness with stimulation. The patient was reimplanted with another cochlear device during the same surgery.